Event description:
Boston scientific received information that one month following the implant of this device a follow-up noted two error codes. Additionally, the estimated longevity was less than 7 months. Boston scientific technical services (ts) reviewed the device information and explained that the two errors were related to abnormal battery consumption. It was indicated that the device should be explanted. As a result, a revision procedure was scheduled. This device was explanted and replaced. This patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. This device recorded one battery high power fault and three battery high voltage faults. The battery high power fault and one battery high voltage fault were recorded prior to implant. The second battery high power fault was recorded while implanted and the third was recorded post explant. The premature battery depletion and error codes were confirmed. A high current drain was isolated; however, the toot cause of the high current was not identified.

Event description:
--